Event description:
The two staff members were getting the resident out of bed for supper with the v3 portable ceiling lift. They had attached the sling to the v3 and had lifted the individual from the bed and had positioned the chair to the side of the bed. To position the resident into the chair the staff pulled on the sling and had the v3 lift strap on an angle. Right at the point of where the trolley was, there was a transition point between to rails. The trolley caught on the edge of the rail, forcing the staff to pull harder. While pulling the straps on the lift, the top left shoulder strap slipped on the clip where it twas placed. At this time the staff heard a popping sound, which was the sling locking clip moving out of position, allowing the strap to slip off the lift, allowing the resident to slip out of the sling. The staff caught the resident and lowered here to the floor. The resident had a skin tear to the left forearm about 3 inches in length there was also some bruising to the inner right thigh. There were no staff injuries. Ref MFR # 9681684-2013-00099.